Event description:
On 12/8/00, the international distributor informed the MFR's international rep via a faxed report of the following: pt had left hemesphere stroke - carotid stenosis of 50% on doppler - was more like 70% - during surgery the device put in situ by the surgeon - the balloon was not inflated probably - the pt hemorrhaged - due to the surgeons quick thinking stopped bleeding - pt ok - well enough to go home later. The surgeon examined the shunt afterwards, noticed it was inflating on one side and not other. Unable to stay in situ in artery. No further details were provided.